Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle became separated from the syringe. The patient didn't get medications and the needle, and the syringe was stuck into the patient. There was patient involvement, and no patient harm/adverse event reported.